Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during dwell two on the home choice (hc). The home patient (hp) was connected at the time of the event. The technical service representative (tsr) assisted with ending therapy. The tsr had the care giver (cg) check the bag connections, the cg stated that the supply bag was complete empty and that the bag was not connected properly. The cg stated the connection seemed loose. The hp stated they would start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a loose connection of a cassette line and a supply bag is a known cause of air being introduced into the set up. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.